Manufacturer narrative:
Event date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within the last 2-4 months, the physician had been treating the patient for a subdural hematoma due to overdrainage. It was stated the physician had turned the valve up to 2.5. Usually, the physician said that high of a setting helped to stop the progression of the subdural, but in this instance, they had to operate and ligate the shunt tubing to stop cerebrospinal fluid flow completely. The shunt remained implanted in this patient.

Manufacturer narrative:
Patient information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced a subdural on (B)(6) 2017. The patient underwent right frontal burr hole surgery for evacuation of the subdural on (B)(6). An additional surgery was performed on (B)(6) to tie the shunt off.